Event description:
Healthcare professional reported deflation against left device. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one crack opening and flat creases. Leak test and microscopic analysis was performed, which identified one crack opening. And total delamination of valve. Based on the device analysis, the final assessment is: one opening crack assessed, as cracked valve seat diaphragm valve. Total delamination of valve assessed, as adhesive failure.

Event description:
Healthcare professional reported, deflation against left device. Device has been explanted.